Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock device malfunction error and was made to shock during a pt code. The pt died.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more info concerning this event.